Event description:
Pulmonary artery catheter introducer cap apparently inadvertently twisted off when removing catheter, leading to air entrainment. This is exacerbated by design of the catheter; the introducer and one-way valve twisty off in the same direction and are separable, which may not be necessary.